Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. The customer also reported experiencing a high blood glucose of 426 mg/dl. Customer was able to treat their blood glucose with a manual injection. The customer also reported changing out the infusion set and reservoir, but the alarm persisted. The customer reported they were able to observe insulin exiting and the insulin pump was able to rewind. However, customer reported the no delivery alarm occurred shortly after. Customer stated the troubleshooting found the insulin pump passed a self-test and a displacement test. Customer's blood glucose was between 200 mg/dl and 300 mg/dl at the time of the alarm. The customer declined to return the insulin pump for analysis.